Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump alarms no delivery. The blood glucose reading is 466 mg/dl. Treated with manual injections. The paramedics were called to treat blood glucose reading of 1158 mg/dl. Paramedics transported customer to hospital. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.